Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: ?? Confirm coil imbedded in other tissue') in an adult female patient who had essure (batch no. D1338-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti"), the first episode of endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), the second episode of endometriosis ("other injury(ies) or complication please describe: endometriosis"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain/weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, dyspareunia, menorrhagia, depression, urinary tract infection, weight increased, vaginal haemorrhage, dysgeusia, dysmenorrhoea, abdominal distension, the last episode of endometriosis, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of endometriosis and the second episode of endometriosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: ?? Confirm coil imbedded in other tissue') in an adult female patient who had essure (batch no. D1338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti"), the first episode of endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), the second episode of endometriosis ("other injury(ies) or complication please describe: endometriosis"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain/weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, dyspareunia, menorrhagia, depression, urinary tract infection, weight increased, vaginal haemorrhage, dysgeusia, dysmenorrhoea, abdominal distension, the last episode of endometriosis, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of endometriosis and the second episode of endometriosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Lot number was added. Events per pfs: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: metallic taste, psychological or psychiatric problems condition: depression (clubbed with psych injury), migration of essure device location of device:migration of essure device location of device: confirm coil imbedded in other tissue, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating, lower abdomen pain, lower back pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.